Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a red heart alarm while removing the system controller from his bag. The pt noticed a tear in the area of the silastic/metal junction of the driveline. This had occurred a few times prior to this event. The pt did not have any other issues and was not symptomatic during the event. The pt went to the hospital the following day and more red heart alarms occurred. No data was present on the screen; however, the vad coordinator felt that the pump was running. It was then noted that there were low flow, low speed and pump off alarms. The pt's percutaneous lead was then repaired with the MFR's repair kit. The pt is ongoing with no further issues.

Manufacturer narrative:
The pump remains implanted supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.